Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. G1 added manufacturing country code as it was omitted from the initial report that was submitted.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On support day 7, it was reported that due to frequent episodes of ventricular tachycardia (vt), the patient would undergo a vt ablation during impella cp support. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. Additional clinical details were unavailable at the time of reporting.

Manufacturer narrative:
A. Patient information: patient demographics are unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Updated information: b5 narrative updated.

Event description:
An impella cp device was inserted via an unknown femoral artery access site in a patient of unknown age and unknown gender for acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient¿s comorbidities were unknown, and the clinical condition prior to support was not reported. During impella cp support, it was reported that the patient experienced frequent ventricular tachycardia (vt) episodes, and a ventricular tachycardia (vt) ablation procedure was anticipated to be performed under ongoing impella cp support. However, the field representative later responded that the patient was successfully weaned from the impella cp device without any issues, and no ventricular tachycardia ablation was performed based on the available clinical information received. The patient survived to impella cp explant. The episodes of ventricular tachycardia may be associated with the patient¿s underlying acute myocardial infarction complicated by cardiogenic shock; however, a potential contribution from impella cp hemodynamic conditions cannot be fully excluded based on the information available.